Event description:
The customer reported that the system continued to produce uncommanded x-ray within a pt case. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors for the footswitch were evaluated and reconnected. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.